Event description:
It was reported that after the procedure, the patient had a 0.5-inch burn on the lower right quadrant of the abdomen, near the patient's drain. The patient was transferred to the pacu (post-anesthesia care unit), where the surgical fellow observed the burn, which was caused by the bovie pencil being passed between the surgeons, inadvertently scraping the patient in the process. A dressing and bandage, along with a topical antibiotic ointment, were applied to treat the burn. No devices or generators were switched out, as the burn was noted only after the procedure was completed. The unit also displayed error code e214.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.